Manufacturer narrative:
(B)(4). 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation could be performed. This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp), advised to start over with new supplies or perform manual exchange and to notify the nurse of the alarm. The hp would drain out manually and end therapy, and agreed to contact the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.